Event description:
It was reported to boston scientific corporation that an obtryx ii, halo device was used during an obtryx placement procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient presented with a 10mm mesh exposure with no epithelial separation. The patient has not received treatment and the event is currently resolving. Additional information received on (B)(4) 2014: the subject was hospitalized on (B)(6) 2014 for outpatient surgery to undergo 1% of vaginal mesh removal. The subject was reported to have recovered and was discharged on (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo device was used during an obtryx placement procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient presented with a 10mm mesh exposure with no epithelial separation. The patient has not received treatment and the event is currently resolving.